Event description:
It was reported that this right ventricular (rv) lead exhibited a noisy signal due to fractured with a different lead. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.